Event description:
Analysis of the returned device found that the coil was separated from the pusher wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the pusherwire was kinked at the distal end and the coil had separated from the pusherwire at the detachment zone. The main coil was not returned. Based on the available information, the investigation concluded that it is most probable some procedural issues encountered during the procedure which limited the performance of the product contributed to the coil separation. Therefore, a root cause of operational context has been assigned to this event.